Event description:
It is reported that this event occurred in the dialysis department. The insertion site was the jugular vein. During dialysis, the physician found a crack in the clamp. The catheter had been in use for one year. As a result, a new catheter was placed successfully. There was no reported delay in treatment. There was no reported pt injury, complication, or death.

Manufacturer narrative:
(B)(4).